Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet in (B)(4), in and is not cleared or distributed in the u.s. However, zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k090757. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number states "early or late postoperative infection and allergic reaction." This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2016-04055 / 04056, 04087 and 04106, 3002806535-2016-00784 / 00785).

Event description:
Patient experienced infection post-implantation and was treated with antibiotics.